Event description:
There was an allegation of questionable false positive non-patient results with the cobas®mpx kit (480t) from the cobas 5800 analyzer. The result data is unknown. The samples were processed within a plasma fraction center of a manufacturing unit, specifically for thesis purposes, rather than for clinical diagnostics.

Manufacturer narrative:
The cobas 5800 serial number was (B)(6). As no data was provided, the reported questioned results could not be investigated. The investigation into the alleged material number indicated no product-related issues were identified. There was no product problem identified.